Event description:
Additional information: the device system was used to deliver fentanyl 800mcg/ml at 300.36mcg/day and bupivacaine 12mg/ml at 4.505mg/day. The patient activated (pa) boluses were fentanyl 15mcg and bupivacaine 0.225mg.

Event description:
It was reported that the patient experienced a change in therapy effect, underdose and withdrawal. The patient had an ¿issue¿ with her medication a couple of days prior to the report. Prior to (B)(6) 2013, when the patient used her personal therapy manager (ptm), she experienced a ¿warmness feeling sensation¿ down her back and sometimes in her leg. However, on (B)(6) 2013, the patient requested a bolus and ¿everything was fine¿. That afternoon at about 2pm, the patient had a ¿pure total numbing¿ of the left side of her stomach, top left, front and outside thigh, all the way down to her left foot. The patient got ¿zero back relief¿. The patient saw her healthcare provider (hcp) the next day. A dye study was done and everything with the catheter and pump was ¿okay¿. By the time the patient got home, she went into withdrawal. She had sweating, horrible swelling, was jittery and couldn¿t sit still. The patient¿s body kept making her want to stretch, ¿like when you yawn and stretch intensely¿. The patient hurt so badly, whether she was standing, sitting or lying down. The patient ¿didn¿t feel right¿. The patient felt like it was a really bad hot flash. The patient lay down because she had an appointment at 1pm with her gynecologist. The patient¿s gynecologist wanted to send the patient to the emergency room (ER). The patient¿s blood pressure was 180/97 and her blood sugar was 282. It was noted that the patient was diabetic, but she never had a reading that high. The patient took her blood pressure medications in the morning and her diabetes pills, so her blood pressure and blood sugar should not have been that high. That¿s why the gynecologist wanted to send the patient to the emergency room (ER). At that time, another doctor stated that it sounded like the patient was in narcotic withdrawal. The patient questioned why she was always going numb in the front, and then was not getting the back relief that she previously had. The managing pump hcp told the patient that, in order to get breakthrough pain relief, she would have to do epidural injection. At the time of the report, the patient was sweaty, but didn¿t know if she was jittery. The patient felt like her catheter came out of place, but diagnostics revealed that it was in place and was going up into her spinal column. The hcp suggested that it could have been a pinched nerve because the patient had more degeneration in her back. It was discovered that the l3 disc was degenerating more and there may have been bone growth. It was unknown if that was the reason for the pinched nerve and the numbness in the front. Every time the patient requested a bolus, she had extra numbness in the front area. The numbness was on the left side of her stomach, all the way down the left leg. The patient needed to request a bolus every 2-3 hours and ¿it stays numb for quite a long time after¿. The patient was afraid to request a bolus because she didn¿t want that feeling. The patient was numb in her vaginal/bladder area and couldn¿t feel when she was urinating or ¿going to the bathroom¿. All of this started on (B)(6) 2013. The patient did not have any trauma or falls. It was noted that the patient¿s left hand had carpal tunnel surgery and currently had activity limitations; the patient ¿doesn¿t do anything¿. The patient previously received relief in her lower back. The patient had a pump increase on (B)(6) 2013. The patient didn¿t hear any pump alarms. It was thought that the hcp didn¿t put the right amount of medication ¿back into the tube¿. The patient was extremely sensitive to all of the narcotics. Every time the patient requested boluses, she experienced itching. It was questioned if it was possible for the catheter to be ¿out a little bit¿ where the medication leaks but still reach the catheter tip. It was stated that, if the patient still felt this way by the next day, she would follow up with her hcp. The patient didn¿t know if she was stepping when moving or walking because it was that numb. It was suggested that the reason for the increased numbing when pa boluses were requested was that the patient got more drug in those boluses than she got continuously throughout the day. Additional information was requested but was not available at the time of this report.

Event description:
It was later reported that the pump only contained fentanyl at the time of this event. The patient also took oral compazine as needed. The patient was titrated off of the fentanyl and saline was added to the pump to rule out the pump or medication as culprits for the symptoms. A catheter dye study was also performed and results were normal.

Manufacturer narrative:
Concomitant: product ID 8835, serial# (B)(4), product type programmer, patient product ID 8784, serial# (B)(4), implanted: 2013-(B)(6), product type catheter, product ID 8782, serial# (B)(4), implanted: 2013-(B)(6), product type catheter.